Event description:
Device malfunction: none. Symptoms/ae: acute ischemic stroke. Time of symptoms/ae: immediately after the stenting procedure. It was reported that the pt experienced a stroke immediately after the stenting procedure of the right internal carotid artery. The next day, the pt became hypotensive with blood pressure down in the 70's and was put on a dopamine drip with improved pressures. The following day, the pt was diagnosed with an acute ischemic stroke in the right hemisphere. Impression of the head CT indicates subacute right middle cerebral artery distribution infarct. Reportedly, the pt was hospitalized 6 days prior to the procedure for tia's and other neurological events. The pt improved after a few days and was ultimately transferred to rehab. No add'l info available.

Manufacturer narrative:
B5: study event.